Manufacturer narrative:
The returned amplatz wire showed offset and jump coils at several locations along the wire starting at 26.5 cm from distal end. The coating is abraded and peeled off at some locations. The peeling of coating may have occurred during retrieval of wire from the packaging hoop. All guide wires are inspected 100% for damage during the mfg procedure and quality inspection prior to packaging. The root cause is determined to be mfg related.

Event description:
This complaint is now reportable based on the analysis completed on 10/30/2007. It was reported that during preparation for an unspecified procedure the outer coating of the amplatz super stiff guidewire seemed to be damaged when the product packaging was opened. No patient complications were reported. However, returned product analysis revealed that the coating of the wire was abraded and peeled off at some locations.